Manufacturer narrative:
Concomitant products: product ID: 8709sc, serial# (B)(4), product type: catheter. (B)(4).

Event description:
Additional information was received from a consumer. The pump was delivering dilaudid at the time of the granuloma. The granuloma was not resolved. The patient had another appointment scheduled for (B)(6).

Event description:
The patient was ¿feeling like something was off¿, so he followed up with a neurologist and a granuloma was found. The device system was removed. As of the date of this report, the granuloma had not resolved and the patient was being referred out for ketamine infusions. The device system had been delivering dilaudid and bupivacaine before being switched to saline prior to explant.